Event description:
The nurse stated the bottom left side rail did not properly lock causing the pt to fall out of the bed. The pt was not injured.

Manufacturer narrative:
The technician inspected the siderails for defects and found all of the siderails would latch properly. The technician could not duplicate the alleged malfunction.